Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included hypertension. Previously administered products included for an unreported indication: vitamin b 12 injection and diltiazem. Concurrent conditions included uterine prolapse. Concomitant products included metronidazole (flagyl) and sigamuc (doxy comp.). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), infection ("constant infections"), cystitis ("infection (bladder)"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines "), headache ("headaches"), nausea ("nausea"), anaemia ("blood or heart disorder/condition type: anemic") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, autoimmune disorder, infection, cystitis, female sexual dysfunction, migraine, headache, nausea, fatigue and anaemia outcome was unknown and the menorrhagia, vaginal haemorrhage, vaginal infection, urinary tract infection, vaginal discharge, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, anaemia, autoimmune disorder, cystitis, device dislocation, dyspareunia, fatigue, female sexual dysfunction, headache, infection, menorrhagia, migraine, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014 & (B)(6) 2014. Diagnostic results: urinalysis, dipstick. Results: leukocytes: negative; nitrite: negative; urobilinogen: .2; protein: negative; ph: 5,0; blood: negative; specific gravity: 1.005; m ketone: negative; bilirubin: negative; m glucose: negative. Essure confirmation test done on (B)(6). Most recent follow-up information incorporated above includes: on 1-oct-2018: plaintiff fact sheet received. Events anemic, dyspareunia , device monitoring procedure not performed & abdominal pain were added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), menorrhagia ("abnormal bleeding (menorrhagia)") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse. Concomitant products included metronidazole (flagyl) and sigamuc (doxy comp.). In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("constant infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines "), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (she had surgery to remove the essure) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, autoimmune disorder, infection, vaginal haemorrhage, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, migraine, headache, nausea, vaginal discharge and fatigue outcome was unknown. The reporter considered autoimmune disorder, cystitis, device dislocation, fatigue, female sexual dysfunction, headache, infection, menorrhagia, migraine, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2014 & (B)(6) 2014. Diagnostic results: urinalysis, dipstick. Results: leukocytes: negative. Nitrite: negative. Urobilinogen: .2. Protein: negative. Ph: 5,0. Blood: negative. Specific gravity: 1.005. M ketone: negative. Bilirubin: negative. M glucose: negative. Essure confirmation test done on 2014 . Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, bladder, urinary tract, vaginal infection, apareunia, autoimmune disorder, migraines / headaches, nausea, vaginal discharge, fatigue are added. Lab data updated. Concomitant , historical condition drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and infection ("constant infections"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation outcome was unknown and the infection had not resolved. The reporter considered device dislocation and infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.